Event description:
It was reported that while prepping the stent delivery system (sds) the edge of the stent was noted to be flared. The device was used with the flared edge (contrary to IFU). While advancing the device, resistance was encountered in the proximal portion of the lesion. The sds was then removed through the guiding catheter (contrary to IFU) and as a result, the stent became dislodged at the ostium of the artery. The stent was retrieved with a snare and the procedure was successfully completed with another stent.